Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that on: (B)(6) 2009: patient was pre-operatively diagnosed with lumbar spinal stenosis. Lumbar radicular syndrome. Degenerative disk disease. Low back pain and underwent following procedure l4-l5 laminectomy, l4 nerve root. Posterior spinal fusion l4-l5. Harvesting of local autograft. As per op notes ¿the posterior spinal fusion was carried out from l4 to l5 by decorticating the posterolateral aspect of the patient's spine, harvesting local autograft through the spinous processes and lamina, distributing them over the posterolateral aspect of the patient's spine.an bmp sponge was laid over this to complete the fusion.¿there were no patient complications. Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.